Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. During review of the process, process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. Report 2 of 2. The following was received by the initial reporter: customer calling to advise that they are having an issue where two out of every three they cannot push anything out. Issue started happening with the last box they opened around wed or thursday last week. They are still experiencing the same issue now as well.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.